Event description:
It was initially reported that the physician was requesting a new programming system due to communication issues with various patients' devices. The issue was said to have been occurring over the last month. Troubleshooting was performed, which did not appear to resolve the issue. Good faith attempts to obtain the programming system for analysis have been unsuccessful to date.